Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: incidental findings: damaged battery clip. The reported event of a continuous alarm with an indicated backup battery issue was not confirmed. The returned power module (serial number (B)(4)) was received and was functionally tested at the service depot. The unit was found to perform as intended throughout all testing, and atypical events were unable to be reproduced. The serviced and tested power module was returned to the sydney office after passing all tests per procedure, as the unit is abbott-owned and is not associated with a customer/hospital. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the power module, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate power module instructions for use (IFU) (rev. B, sections 4.0 ¿power module (pm) backup power¿ and 5.0 ¿power module (pm) alarm conditions¿) instructs users on how to handle red battery alarms that occur on the power module. A red battery alarm with a yellow wrench alarm signifies that the internal backup battery is not functioning properly. Users are instructed to immediately switch to a new power source. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module was alarming continuously due to a backup battery issue. The battery had been replaced on several occasions but the issue did not resolve. The power module was a demonstration product that became faulty during use by the sales and marketing teams.